Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws locked and could not be used. No patient injury occurred or medical intervention reported.

Manufacturer narrative:
Correction (from newly received information):one lf5544 ligasure advance was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the jaws were stuck shut and the knife was trapped and contained within the jaws. The reported condition was confirmed. A review of the device history records found no potentially contributing factors. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue in the webbing can also prevent the knife from retracting far enough to allow the jaws to open, which is prevented with adequate cleaning during use. The investigation identified the root cause of the reported event to be user error. The instructions for this product cautions users to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.